Event description:
Related manufacturer reference number: 2017865-2022-09512. Related manufacturer reference number: 2017865-2022-09514. It was reported that the patient presented in clinic for follow up. The pacemaker showed loss of capture. The right ventricular (rv) and right atrial (ra) leads showed loss of capture and high capture threshold. X ray fluoroscopy confirmed both the ra and rv leads were dislodged. The pacemaker, rv, and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable capture threshold and failure to capture. As received, a complete lead was returned in one piece. The reported events of unacceptable capture threshold and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.